Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). A field safety technician was sent for investigation and found defective flow sensor. The flow sensor measurement hcu40 reads sometimes 0,0 l/m, but flow remains normal. The "low flow" error could be reproduced. Thus the failure could be confirmed. According to service order #(B)(4) the flow sensor has been replaced (new sn: (B)(4)/ old dn: (B)(4)) and the machine has been tested. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
Customer complaint about error "patient side: water flow low" . This error occurred during treatment for no reason. (B)(4).